Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power without prior low battery alert. Customer performed the rewind process and received another motor error alarm. Troubleshooting was performed. A new battery insertion resolved the issue and the customer was advised to monitor the pump. The customer's blood glucose was 150 mg/dl at the time of incident. The insulin pump was returned for analysis.